Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient status/outcome was good. Revision surgery was successfully completed with no surgical delay.

Manufacturer narrative:
Additional narrative: date of plate breakage is not known. (B)(4). It is not known if device was explanted. It is not known if complainant part will be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4). Manufacturing date: 21.jul.2012, expiry date: 01.jul.2022. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 449.914-exs / 6876529 was manufactured in u.s. Part #: 449.914 lot#: 6876529 (non-sterile) - 2.4mm ti t - plate 3 holes head/8 holes shaft/54mm. Qty: (B)(4). Manufacturing location: (B)(4). Manufacturing date: 14-feb-2012 raw material part 447sm083a billent 447sm083a bp58 lot 6817159 was reviewed. Inspection sheet- (B)(4) rev: g, met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient was implanted with a plate and screws for a second metacarpal fracture on (B)(6) 2016. Patient suffered from bone flexion post-operatively. X-rays taken on (B)(6) 2017 revealed the plate was broken. A revision procedure was scheduled for (B)(6) 2017. It is not known if this procedure has taken place. This report is for one (1) 2.4mm 3-hole plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A product investigation was completed: product was not returned. The provided x-rays did show the broken plate as reported by the surgeon; the complaint is confirmed. Device history record review did not show any deviation to manufacturing specifications. The raw material met inspection acceptance criteria. No further investigation possible as no material was returned. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.